Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Event description:
Exposed and frayed wires of the power supply were discovered during evaluation of the device. There were no frayed or exposed wires on the power extension cable of the patient electronic unit.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. There was no damage, frayed, or exposed wires detected on the power extension cable as initially reported. A standard power supply was connected to the power extension cable of the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.